Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the reported complaint coating peeling on the connecting tube has been identified as component failure, indicating an expected or random failure with no design or manufacturing issues identified. The most probable cause of the additional finding detachment of the distal a-rubber could not be established, as the investigation findings did not lead to a clear conclusion regarding the cause of this malfunction. Olympus will continue to monitor field performance for this device. Should any additional relevant information become available, a supplemental report will be submitted accordingly.

Event description:
During device evaluation, it was found that the connecting tube had coating peeling with less than 1mm², and the distal a-rubber had detached on the bronchofibervideoscope. There was no patient involvement associated with this event.